Manufacturer narrative:
Concomitant medical products: 250ml braun bag, ref: 2112528, no exp displayed, eva mixing container; alcohol caps; cap on male luer; therapy date (B)(6) 2019. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the filter was leaking total parenteral nutrition (tpn). The nurse noted that the tubing felt sticky and discovered that a tiny amount of fluid was leaking from the filter. The event occurred in neonatal intensive care unit (nicu) IV. There was no injury and the event did not cause any impact.

Manufacturer narrative:
The customer¿s report that the filter was leaking was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed contamination at the inlet vent hole. During functional testing fluid was observed leaking from the inlet vent hole. Although the root cause was not definitively determined, the probable cause of the observed filter vent leak was due to clog/oversaturation of filter and the time of use from which the fluid flow was restricted. The fluid then seeks the path of least resistance through the filter vents.

Event description:
It was reported that the filter was leaking total parenteral nutrition (tpn). The nurse noted that the tubing felt "sticky", and discovered that a tiny amount of fluid was leaking from the filter. The event occurred in the neonatal intensive care unit (nicu). It was confirmed that there was no patient injury, and that the event did not cause any patient impact.